Manufacturer narrative:
Unit was not received in manufacture mode. Unit alarmed pump error during rewind due to corroded motor home switch. Unable to perform seating, basic occlusion test, occlusion test, force sensor test or displacement test due to motor anomaly. Unit was received with minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a no motor movement error. The customer blood glucose level was 232 mg/dl at the time of the incident. The customer reported the error and insulin delivery has stopped. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.